Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The louvre cover was replaced and the issue was resolved. The system passed a system checkout and the system was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that a drape became stuck in the gantry while the gantry door was closing to take images. The site could not open the gantry using the pendant button or the yellow button and there was a loud noise during those attempts. The medtronic representative walked the site through the emergency door open procedure and it was reported that the louvre cover fell from the gantry once it was opened, but did not land on anyone. The use of medtronic imaging was aborted and the surgery was completed with a surgical delay of less than an hour. There was no further reported impact on the patient.